Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user sought support for a factory reset and education after review of pump data indicated nonstandard use behaviors, including treating hypoglycemia with candy or 6 oz juice leading to rebound hyperglycemia, not announcing most meals while frequently selecting ¿less,¿ and removing the pump to administer injections for hyperglycemia; assistance was also requested to re-pair the pump with the mobile app after reset. Symptoms included episodes of hypoglycemia followed by hyperglycemia. Outcomes included troubleshooting and user education without alerts, alarms, hospitalization, or injury. Investigation included remote review of usage data and guided troubleshooting with education. Investigation of this case revealed use-related issues and therapy management practices inconsistent with device instructions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user unfamiliarity and improper use leading to inadequate glycemic management rather than a device failure.